Event description:
Event description guidant received information that after this patient had an open heart surgery procedure, this pacemaker revealed normal operation. However, after evaluating the paperwork, the clincian indicated the gas gauge was at beginning of life (bol), the longevity prediction was 3.5 years, yet the magnet rate was consistent with elective replacement near (ern), which was not consistent with the other longevity estimates. It is unclear whether the device is depleting prematurely or the device displayed an inappropriate magnet rate.